Manufacturer narrative:
Medtronic received the following information from the journal article entitled: the diagnostic and treatment challenge of type iiib endoleaks rodolfo pini, gianluca faggioli, chiara mascoli, antonio freyrie, mauro gargiulo and andrea stella journal of vascular surgery cases 2015 volume 1 issue 46 https:// doi.org/10.1016/j.jvsc.2015.07.009. Date of event: year valid.. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 60mm abdominal aortic aneurysm on an unknown date. Six years post the index procedure, cta and ceus showed the maximum diameter was now 75mm. The patient was scheduled was a secondary intervention, however a contained rupture occurred in the preoperative period. Emergency surgical treatment was carried out and a tear in the endoprosthesis was detected intraoperatively. Bifurcated aortoiliac grafting was carried out as treatment and the patient was discharged without complication after ten days.